Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a procedure, the needle broke in half. The remaining was left in the patient per doctors request because tissue was too thick to find it. The other 2mm of the needle broke off outside the patient. The patient was treated by opening a new device and continuing the case. A piece of the needle fell into the patient cavity and left in the patient.